Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further examination of the unit¿s interior, however, electrical board 1 shows signs of previous moisture presence and corrosion around some components located at the top of the board, and electrical board 2 shows signs of previous moisture presence and corrosion around the lcd/keypad connector. Device received with a hairline crack on the battery tube which extends to the top where the battery threads are located. Plus the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error and received the open book image on the pump screen. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The device will be returned or analysis.